Event description:
It was reported that the right ventricular (rv) lead triggered an alert for ventricular defibrillation impedance out of range. The physician is currently monitoring the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 507652 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).